Event description:
It was reported that during angioplasty treatment procedure,stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, 32 mm in length, de novo target lesion was located the severely tortuous, severely calcified and significantly bent (>=90), 3.0mm in diameter left anterior descending artery. The lesion was not pre-dilated. A 3.00x32mm promus element plus stent delivery system (sds) along with a non-bsc guide catheter and extra support guide wire were selected. These devices were advanced and the stent was successfully deployed in the target lesion. An additional 3.00x32mm promus element plus sds was selected; however,the fluoroscopy images showed a decrease in the placed stents diameter. It was noted to be approximately 4mm in the proximal portion of the placed stent. The procedure was completed with deployment of the second 3.00x32mm promus element plus sds. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).